Event description:
It was reported that an ilet insulin pump sustained physical damage when it was dropped, resulting in a cracked and unresponsive screen and inability to use the device; the device was subsequently replaced and the original is expected to be returned. Symptoms included no injury. Outcomes included interruption of ilet therapy, with the user reverting to backup insulin therapy and reporting one elevated blood glucose value of 275 mg/dl without symptoms, later noted as 114 mg/dl and stable. Investigation included customer interview, verification of device serial number and shipping information, and shipment tracking review. Investigation of this case revealed user-induced impact damage to the display component, rendering the screen nonfunctional. It was concluded that the event was due to accidental physical damage with no device malfunction implicated in glucose control and no adverse clinical outcome reported.